Event description:
A caller reported a minimum fill notification with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was attempting to load a new cartridge and successfully did so after receiving instructions from customer technical support (cts). They were advised to remove the pump from its case, clean the pneumatic tap with an alcohol wipe or lint-free cloth, and ensure proper filling techniques to avoid overfilling. After following these instructions, the caller was able to successfully load a cartridge onto the pump and resume insulin delivery.